Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implantable infusion pump. The pump's indication for use was intractable spasticity and cerebral palsy. The patient's pump started to flip and the patient stated that the pump had been "kind of loosy goosy" since it was implanted on (B)(6) 2013. The doctor was having some difficulty with refill but the pump was able to be refilled. Some of the medication leaked a little so the patient's next refill was scheduled 6 weeks early in case device replacement was needed. The patient had some lightheadedness but it went away. The patient stated that the pump was up on one side and she could not bend over. The patient had to up her pant size to accommodate the pump. The patient stated that she had gained some weight due to decreased activity following a foot surgery on (B)(6) 2014. Patient outcome was unavailable at the time of the report. Additional information has been requested regarding additional medication information, concomitant medications, what troubleshooting occurred, what actions/interventions took place and if the cause of the flipping as well as the medication leaking was determined but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.